Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the doctor had changed his active insulin time. Customer's blood glucose was over 600 mg/dl. Customer was in the hospital at time of call. Customer declined troubleshooting. Customer will not be returning the device for analysis.